Event description:
IV remodulin pt using cadd solis pump. Per (B)(6), rn at md office: she had a hickman issue, was admitted, and weaned off remodulin over weekend. No plans to reinstitute a prostacyclin at this time. Date of admission and if discharge is unknown. Diagnosis for use: pulmonary arterial hypertension.